Event description:
It was reported that oversensing was observed five days post implant due to the device set screw being loose. The set screw was reset and the device remains in use. It was noted the patient was part of the system longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.